Event description:
The workshop service engineer reported a patient connector assembly issue with possible shock failure deliveries during opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.